Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained vt/vf was observed via remote transmission. Patient was asymptomatic. Review of the egm revealed noise. The noise was reproducible through pocket manipulation. Programming changes were made. Dislodgement was observed via x-ray. Lead revision is planned.

Event description:
New information received notes that the lead was explanted and replaced. Patient was stable post procedure.